Event description:
During the course of a heart catheterization physician advanced a choice pt2 wire into diagonal coronary artery. The physician was attempting to cross an area of high grade in-stent restenosis. Attempts were made to advance the wire past the area of high-grade stenosis. Physician noted that it appeared the tip of the guidewire sheared off likely within a stent strut and remained within the artery after withdrawing the guidewire out. Physician noted it was roughly 2 cm portion of the guidewire. Using a different guidewire, the physician proceeded to do a balloon angioplasty of the target lesion. Due to difficulties of advancing the balloon into the diagonal branch, decision made to not perform attempts of retrieval. A promus stent was advanced and placed within the diagonal branch coinciding at the area of the wire fragment, stenting both the lesion and pinning the wire fragment.